Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 359.217 with lot number(s) 1624970 / 5491935 is a lot/batch controlled item. The manufacture date of this item is april 09, 2007. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing location: (B)(4). Manufacturing date: march 27, 2007. No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the item was found separated. The repair technician reported the cutter broke away from the handle. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned elastic nail cutter was confirmed to be broken at the weld between the shaft and the cutting head. The dowel pin in the handle was found to be protruding from the handle approximately 1.5mm. The shaft has impact marks across the length of the device, although the shaft is marked "do not impact". The device has some rust around the etching. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cutter for elastic nails instrument was found separated after decontamination. There was no patient or procedure involvement. During investigation of the returned device, it was noted that the returned elastic nail cutter was confirmed to be broken at the weld between the shaft and the cutting head. The dowel pin in the handle was found to be protruding from the handle approximately 1.5mm. The shaft has impact marks across the length of the device, although the shaft is marked "do not impact". The device has some rust around the etching. This is report 1 of 1 for (B)(4).